Event description:
Patient was undergoing a laparoscopic sleeve gastrectomy surgery. While surgeon was using the covidien lp tri-staple 2.0 radial intelligent reload stapler along the stomach line, the stapler did not fully cut after staples were fired. The surgeon had to remove the tri-staple 2.0 radial intelligent reload stapler and use laparoscopic scissors to finish the cut. No harm came to the patient, surgery was completed without complication.